Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg)level of 500 and moderate ketones; cause was customer was using expired insulin. Customer required assistance from spouse to address bg via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.